Event description:
The customer reported an error code with the system shutting down during the case. The customer tried a different handpiece and tried to reboot the system. The surgeon noted multiple iris sphincterotomies were carried out to enlarge the pupil which was approximately 4mm at the start of surgery. The surgeon stated that during a continuous tear anterior capsulorrhexis there was significant instability of the pt's lens. A decision was made to proceed with phacoemulsification and during phaco the phaco machine malfunctioned and the surgeon was unable to proceed with phaco. The surgeon converted to an intracapsular cataract extraction. The incision was extended to 10-11mm. After the delivery of the cataract, corneoscleral 10-0 nylon sutures were placed and an anterior vitrectomy was performed. An anterior chamber lens was implanted and a small peripheral surgical iridectomy was performed. The wound was checked for vitreous and when the wound was found to be clear of vitreous add'l 10-0 nylon sutures (for a total of 5 sutures) were placed across the corneoscleral wound to create a water tight seal. The conjunctiva was reapproximated with two 8-0 vicryl sutures. The pt left the operating room in excellent condition. The pt's prognosis is good.

Manufacturer narrative:
The customer service representative examined the system and confirmed the complaint. The customer service representative replaced two printed circuit boards and checked the system to product specifications. The printed circuit boards will be sent for in house testing. Investigation including root cause analysis is in progress. This report mailed in the FDA on: 02/07/2008.